Event description:
It was reported to philips that the generator fuse tripped during a coronary procedure, and the ups was not at fault on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service checked cable connections, monitored the device, and opened a CAPA. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).